Event description:
It was reported the pt's ipg was depleted; therefore, the device was explanted and replaced with a different model on (B)(6) 2013. Effective stimulation therapy was restored following the procedure. The explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.